Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, during use in a knee scope, black residue/filings of the incisor plus platinum blade were noticed in the knee. These were suctioned off. The surgeon was not applying excessive torque to the blades, there was no pressure applied to the blades. A delay less or equal than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. No other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. An analysis of the customer provided image found a black residue in the surgical field. A visual inspection revealed the device was returned with original packaging and the device has debris on it. No other physical damage is visible to the device. A functional evaluation of the returned device found that device is in working order, device did not show any black residue or filings. Device passed all functional test. Device functioned as per manufacture spec. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states one intraoperative photo was provided for review and confirms the reported black residue in the surgical field. The root cause could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device and side loading of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals a black residue in the surgical field. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.